Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the nurse scanned the patient using the mat and received a detection of a retained sponge. The patient was then scanned using the body scanner with no detection. They did a physical count that there was no retained object left in the patient. The account did not feel comfortable with the results, so they did an x-ray to confirm that there was no retained object left in the patient. The delay was more than 30 minutes. There was no patient injury.